Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
It was reported that the recipient had facial nerve stimulation due to the electrode array's proximity to the facial nerve. The recipient has an abnormal cochlear anatomy. Revision surgery has been scheduled.

Manufacturer narrative:
(B)(4). The recipient reportedly continues to experience some facial nerve stimulation. The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.